Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid lot or serial number was not provided. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. An extended investigation has been performed for the reported complaint and there were no issues with the libre 2 application that would have led to the complaint. An attempt to replicate the user¿s complaint of unexpected urgent low glucose alarms with similar configurations was performed. The complaint was not able to be reproduced. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unexpected low glucose alarm from the adc device in use with iphone 12, unknown os. The customer indicated they experienced a loss of consciousness and was seen by paramedics who obtained an unspecified blood glucose result. No treatment was reported other than checking blood glucose. As the paramedic meter reading was not reported, it is unknown if the unexpected low glucose alarm which indicates hypoglycemia, was consistent with the reading. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered in the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unexpected low glucose alarm from the adc device. The customer indicated they experienced a loss of consciousness and was seen by paramedics who obtained an unspecified blood glucose result. No treatment was reported other than checking blood glucose. As the paramedic meter reading was not reported, it is unknown if the unexpected low glucose alarm which indicates hypoglycemia, was consistent with the reading. No additional information was provided. There was no report of death or permanent injury associated with this event.